Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2018-00029. It was reported the patient's leads migrated. Surgical intervention may take place at a later date.

Event description:
Device 2 of 2; reference MFR report: 3008829311-2018-00029. Additional information indicated surgery was undertaken and the leads were explanted and replaced.